Event description:
Event description guidant received information that this implantable lead became dislodged from the patient's ventricle one week following implant. The patient admitted to being non-compliant in limiting activity with his right arm after implant, possibly contributing to the dislodgement. During the procedure to reposition the lead, the physician was able to retract the helix, but was unable to extend it again. Upon examination following explant, a piece of tissue was observed to be wedged into the helix, most likely causing the difficulties with extension.